Event description:
It was reported that this right ventricular (rv) lead has exhibited high out of range pace impedance measurement of greater than 2000 ohms. The physician concluded that the reported observations were a result of a lead fracture. Technical services (ts) was consulted. Review of rv lead trending showed stable impedance measurements with no noise present. As a result of the reported observations, the physician programmed device therapies off and is planning to monitor the patient at this time. The patient is scheduled for further follow up.the rv lead remains in service at this time. No adverse patient effects were reported.